Manufacturer narrative:
Device is a combination product. Patient height: (B)(6). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4). It was reported that the patient died. In (B)(6) 2012, the patient underwent elective percutaneous coronary intervention. The 90% stenosed, 16mm in length, b1 target lesion was located in the mildly tortuous, mildly calcified and 2.5mm in diameter proximal end left circumflex artery. Predilation was performed and a 2.50x16mm promus element ¿ stent was deployed in the target lesion with a residual stenosis of 0%. The procedure was completed without post dilation. Two days post procedure, the patient was discharged from the hospital. In (B)(6) 2013, follow up angiography was performed which revealed 20% stenosis. After seven days, the patient made a follow up visit to the hospital with no issue noted. In (B)(6) 2013, the patient again had a follow up at the hospital with no issue noted. In (B)(6)2014, follow up by phone was done without any issue. After 12 days, follow up was done by phone and it was found out that the patient had expired. The cause and date of death were unknown.